Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site. The air gas module was replaced and returned for technical investigation. The returned air gas module came without a nozzle unit. During visual inspection, ingress of water was found on the filter and in the filter chamber. No further investigation is needed as ingress of water can lead to stop of ventilation, high pressures, short circuit and ventilator malfunction. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. There is no conclusion on how the liquid spill entered the gas module or what kind of liquid spill it was. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Moreover, by the visual inspection it was noticed that the filter was old from 2018. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first.

Event description:
Manufacturers ref: #(B)(4).